Event description:
It was reported by the customer that the footswitch cable is broken. Causing an error 6 footswitch error when activated. The customer swapped out the cable to complete case with no pt consequence.